Event description:
Per dealer, the machine was running then there was an odd sound. So they unplugged it. At the same time they unplugged it there was a puff of white dust. The unit felt hot to touch. They unit was removed from the room. Once opened, they said there was a brown haze in all of the tubing.